Manufacturer narrative:
B5: upon follow up, it was reported that the patient was still recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by pain. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (ongoing, doses, routes and frequencies not reported) for peritonitis. Eleven days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient outcome was not reported. It was reported that the pd catheter was removed and the patient was shifted to hemodialysis. No additional information is available.